Manufacturer narrative:
Device evaluated by MFR. : returned product consisted of a coyote es balloon catheter.the shaft, hypotube, tip and balloon were microscopically and visually examined. There was contrast and blood in the inflation lumen and balloon. The balloon was loosely folded. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. There was a pinhole at the proximal marker band. There was no marker band damage detected. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed the reported balloon ruptured.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. A 2.5mm x 40mm x 146cm coyote es balloon catheter was advanced for dilation. However, during first inflation at 8 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient complications reported and patient was good post procedure.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. A 2.5mm x 40mm x 146cm coyote es balloon catheter was advanced for dilation. However, during first inflation at 8 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient complications reported and patient was good post procedure.